Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14870 addresses the first device, and 3005099803-2013-14864 addresses the second device. It was reported to boston scientific corporation on (B)(6), 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, clips were being used at a large polyp removal site. Two resolution clips were deployed. The first clip did not attach to the tissue and was difficult to separate from the catheter. The second clip was able to hold onto a tiny piece of tissue and was difficult to separate from the delivery system. The two clips were left inside the patient¿s colon in a closed position, and the procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was noticed that the clip assembly was fully deployed and not returned. The control wire was separated per design and a kink was noted. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14870 addresses the first device, and 3005099803-2013-14864 addresses the second device. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, clips were being used at a large polyp removal site. Two resolution clips were deployed. The first clip did not attach to the tissue and was difficult to separate from the catheter. The second clip was able to hold onto a tiny piece of tissue and was difficult to separate from the delivery system. The two clips were left inside the patient's colon in a closed position, and the procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine."